Event description:
It was reported that during a transcatheter aortic valve procedure, computed tomography identified aortic valve calcification and a fused r-n leaflet. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm balloon due to the calcification, fused leaflet, and the annulus minimum diameter, with a reported good result. During the initial valve deployment attempt, an infold was noted at approximately 80% while the patient was reported to be stable, and intravascular ultrasound was performed through the valve. The original valve was recaptured and removed, and a new valve on a new delivery system was inserted after screening. An infold was again observed at approximately 80% at the same point. It was noted that it may have been due to non-coronary cusp calcium. The valve was deployed, and a post-implant bav was performed using a 25 mm non-medtronic balloon; the balloon was inflated using a 50 ml syringe. Intravascular ultrasound was performed again at the end of the case, and an excellent end result was reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329; product lot number: 0013380454; product type: 0195-heart valves; implant date: not-implantable; explant date: na medtronic product ID: l-evolutfx-2329; product lot number: 0013341706; product type: 0195-heart valves; implant date: not-implantable; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.